Event description:
Allegedly, per surgeon's report, the pt began having groin pain this past fall while hunting. Radiographs allegedly show some very small metallic fragments at the base of the joint from approx a year ago.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Add'l info has requested from the user facility and the surgeon. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00019.